Manufacturer narrative:
(B)(4). The device has been received for evaluation, however evaluation is not complete. A f/u report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The facility rep reported a broken door. Info was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l&#62240;contact info. The hospital rep stated that there were no reports of injury or medical intervention. No add'l&#62240;info is available.